Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: return not received, appropriate codes inputted.

Event description:
It was reported the patient presented in clinic with their pacemaker at its elective replacement interval. There was speculation of premature battery depletion. The device was explanted and replaced. The patient was stable.